Event description:
This complaint became reportable based on analysis completed on 09/26/2007. It was reported that during a drug-eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion was tortuous and located in the left anterior descending artery. A 3.50x16mm taxus liberte monorail was unable to cross the lesion due to tortuousity. The procedure was completed with a non bsc stent. The patient status is fine with no complications reported. The device analysis indicated the stent had moved.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. The delivery device with the stent on the balloon was received, and the stent had moved on the balloon. No stent damage was observed. The stent had moved distally on the balloon approximately 2 millimeters. Visual and microscopic examination of the stent did not reveal any damage or abnormalities that would have contributed to the stent movement. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event and determine the exact cause. The most probable root cause is considered operational context due to the likelihood that interaction with patient anatomy or other devices and/or other procedural factors contributed to the reported difficulty.